Manufacturer narrative:
(B)(4). Date sent: 5/3/2021 this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a package and box of product code pve35a, also the blister can be seen broken on the corner side. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned along with the tyvek, the blister was not returned for analysis. Upon visual inspection, the tyvek was noted damaged (hole) on the corner side from tyvek; the damage was noted to be from the outside to the inside. It is possible that this damaged on the tyvek were caused for the blister. However, the blister was not received for analysis. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown surgery before used on the patient, noted the aseptic packaging was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.